Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was exhibiting non-sustained right ventricular over-sensing. Programming changes were made to address the issue. Patient condition was not provided.